Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: rn hung the patient's ifosfamide as scheduled. After circle priming chemo per policy it was connected to patient. Infusion begun and immediately began beeping air in line. Multiple attempts to troubleshoot, were unsuccessful. Pump was changed out with the same alarm of air in line. After 20 minutes, rn contacted charge. Contacted pharmacy to reorder chemo. Had tomorrow's dose of ifosfamide on unit, so primed tubing with new bag. After attaching tubing to patient and infusion begun no issues with air in line. Entire process delayed initiation of chemo by almost one hour. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was provided for evaluation. The sample underwent visual inspection, and no defects were observed. The sample was functional leakage tested, with no leakage detected. Due to the eco shield being connected at the spin lock connector, the reported defect could not be replicated. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.159 inches, which met the specification of 0.1556-0.1633 inches. Based on the investigation findings, the reported defect was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.